Event description:
It was reported that the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had damaged caps. The following information was provided by the initial reporter, translated from french to english: the cap of some edta tubes of the concerned lot is crooked actions taken in the health care facility for the management of the patient: removal of tubes with crooked caps.

Manufacturer narrative:
Investigation summary: bd received 2 photos from the customer in support of this complaint showing that cap/stopper assembly was attached at an angle due to a cocked stopper. Additionally, 100 retained samples from the bd inventory were visually inspected, and no cocked stoppers were found. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, bd was not able to identify a root cause for the indicated failure mode. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.